Event description:
During revision the surgeon wanted to exchange the neck segment but it was so tightly fixed on the stem that the complete stem needed to be exchanged.

Manufacturer narrative:
There is no analysis possible because of less info. The following actions will be taken: contact the surgeon for more details and info (x-rays, surgical report, pt¿s activity level, weight, etc.) Investigation of the ex-implant after arrival. Investigation of the production documentation. Investigation of the user manuals and info. This event occurred outside of the u.s. And involved a product that was manufactured outside of the u.s. However, because the link mp prosthesis is also is marketed in the u.s. Link is submitting this MDR to ensure full compliance with 21 cfr part 803.